Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got a blank display and power loss. The blood glucose level was unknown. Customer stated that the insulin pump received a power loss alert and the insulin pump was off for 10 minute. The customer declined to troubleshooting for blank display and power loss. The product will not return for the analysis.